Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2250 mcg/ml of baclofen and 163.8 mg/ml of h ydromorphone via an implantable pump for intractable spasticity. It was reported the patient was admitted yesterday ((B)(6) 2021) due to overdose and the hcp was wanting to have the pump shut off. The hcp confirmed the pump was not making any audible noise at this time. The hcp was redirected to the national answering service to have a representative paged.